Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer called to report a motor error alarm after dropping the insulin pump. The customer stated, the act button is not responding, and he is unable to rewind the insulin pump. The customer also stated that his blood glucose was 487 mg/dl, and he didn't have a back up plan. The customer stated that he had needles and lantus insulin, but that he was going to go to the hospital. The customer then reported that he was hospitalized on (B)(6) 2013 due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer stated that he had not been using the insulin pump for two days due to a battery related alarm. Advised the customer that the insulin pump would be replaced. Nothing further was reported.